Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have high impedance.

Event description:
It was reported that the device showed elective replacement indicator (eri). It was indicated that eri was tripped due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.